Event description:
Related manufacturer reference number: 2017865-2022-15618. Related manufacturer reference number: 2017865-2022-15621. Related manufacturer reference number: 2017865-2022-15623. It was reported that the patient presented in the hospital with pocket erosion. The entire implantable cardioverter defibrillator (ICD) system was explanted due to erosion. The patient's condition was stable.

Manufacturer narrative:
The product was returned and visual examination found no malfunction.